Event description:
The customer reported that an injury has happened while installing the architect anti-hbc reagent septum on a microparticul bottle. The operator was wearing gloves and clothes but was not wearing glasses when one drop of the microparticul reagent splashed into his eyes. The operator washed his eyes and face with tab water and the doctor recommended to use an antiseptic eye drops for precaution. The technician has been previously vaccinated for the (B)(6) panel. No further impact or outcome to the operator health was reported

Manufacturer narrative:
This report is being submitted on an international product (8l44) which has a similar product (6l22) distributed in the us. (B)(4). Product evaluation is in process and the results will be submitted in a follow-up report.

Manufacturer narrative:
A correction has been made to type of reportable event. Ticket searches determined that there is no atypical complaint activity for the likely cause lot and the tracking and trending report review determined that there are no adverse trends identified for the complaint issue. A review of the product labeling concluded that the issue is sufficiently addressed as the assay package insert indicated that the microparticles in the reagent bottle is an irritant substance and safety glasses should be used while handling this product. The package insert also listed actions to follow in case an eye contact occurred. Since safety glasses were not used during this incident, the issue is determined to be due to use error and no malfunction or product deficiency could be identified as related to this issue.